Manufacturer narrative:
Dr. Sounded the patient's uterine cavity to 10-cm, the cervix was measured but no information on its length is available. The cervical canal was further dilated using hank dilators. Final (max) dilation is unknown. Hysteroscopy was not performed. Dr. Inserted and deployed the minerva device. Degree of device deployment is unknown. The cervical balloon was inflated, uit initiated and passed. This was followed by an uninterrupted therapy cycle. Upon completion the cervical balloon was deflated, device unlocked and removed. The patient was discharged shortly after the procedure. A few days later the patient reported severe lower abdominal pain. After evaluation in the ER, the patient was taken to the operating room. At laparotomy there was no evidence of uterine perforation, however thermal effect was present on the fundal serosa. An area of ischemic necrosis of the small bowel was seen. General surgeon performed small bowel resection and end-to-end anastomosis. The patient fully recovered and was discharged home. Length of hospital stay unknown. Manufacturer investigation did not produce sufficient information to establish the root cause of the event. Theoretically, transmural thermal injury is possible under two scenarios: undiagnosed abnormally thin myometrium, and improper device deployment (in red). Scenario 1 is described in the contraindications section of the minerva IFU which states: the minerva endometrial ablation system is contraindicated for use in a patient with any anatomic condition (e.g., history of previous classical cesarean section or transmural myomectomy, including hysteroscopic and/or laparoscopic myomectomy performed immediately prior to the minerva procedure) or pathologic condition (e.g., requiring long-term medical therapy) that could lead to weakening of the myometrium. Scenario 2 is described in the contraindications section of the minerva IFU which states: the minerva endometrial ablation system is contraindicated for use in a patient where the array opening indicator is in the red zone following deployment of the minerva disposable handpiece.

Event description:
It was reported that a (B)(6) year old, peri-menopausal woman suffering from menorrhagia secondary to aub underwent a minerva procedure in an office setting and a few days later developed signs of acute abdomen. Laparotomy was performed. Uterus was intact, however evidence of thermal effect was present on the serosa. An area of ischemic necrosis of the small bowel was seen. General surgeon performed small bowel resection and end-to-end anastomosis.